Manufacturer narrative:
This product is in the possession of the consumer and has not been examined. A prepaid label has been sent to the consumer for return of the product.

Event description:
Consumer claims her humidifier emitted a burning smell. She unplugged it and found a hole had burned into the base of the unit. No injuries were reported with this incident.